Manufacturer narrative:
The t:slim pump user guide indicates replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl. The customer delivered boluses and changed supplies to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. Reportedly, the customer had supplies in for 5 days. The customer was educated that humalog is tested for up to 48 hours and the cartridge should be changed every 48 hours.